Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was dislodged confirmed via x-ray. The lead was explanted when repositioning was unsuccessful. It was noted that the lead body was coiled and kinked due to suspected twiddler's syndrome. The replacement was stable. Lead will not be returned.